Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The allegation was confirmed based on the finding of tissue and a blue fiber noted entwined in the helix. It should be noted that the lead body was also found to have induced damage (cut insulation and deformed coils). The known inherent risk conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.